Event description:
The customer reported that there was a cut in the forceps elevator wire of the evis lucera duodenovideoscope. The reported issue was found during maintenance of the subject device. There was no impact to a patient or a procedure as a result of the issue. The device was returned to an olympus repair center for evaluation. During inspection and testing, it was found that the inside of the light guide (lg) lens was dirty. This report is being submitted for the malfunction found during the evaluation of the device (dirty lg lens).

Manufacturer narrative:
During inspection and testing of the returned device, in addition to the dirty lg lens, service also found that angulation in the up direction was out of specification due to wear of the angle-wire. The forceps angulation was not working softly (i.e., moving smoothly) due to loosening of the forceps elevator wire. The light guide lens was broken. The adhesive part of the bending section was broken. The connecting tube and universal cord were crumpled. The control body cover was stained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the dirty lg-lens was caused by physical stress from hitting, dropping the distal end of the device or the like. Then, humidity may have gone inside the lg-lens and caused corrosion. The root cause could not be identified. Olympus will continue to monitor field performance for this device.